Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open anterior cervical interbody fusion procedure, while suturing, the device needle broke. Other suture with same lot number was used to complete the case. There was no patient injury.